Manufacturer narrative:
The user reported that resistance was felt when trying to close the jaws of the titan sgs stapler, which is indicative of a bent closure screw prohibiting the manual bailout key from working. Upon evaluation of the titan sgs, it was determined that the load applied to the closure screw was excessive and caused it to bend/distort during the opening of the jaws of the titan sgs stapler, as damage was observed. The investigation found that the damage to the closure system led to the device being inoperable. The root cause was attributed to excessive force/rotations being applied by the user to the closure system while attempting to manually open the jaws of the device using the bailout key, resulting in the device being stuck in the open position.

Event description:
During a sleeve gasrectomy procedure, at approximately 50% of firing, a high load was detected, which ultimately led to the user requiring to engage in manual bailout of the titan sgs stapler. During manual bailout and using the bailout key provided, the user successfully reset the knife and opened the jaws to remove the device from the stomach. When attempting to close the device using the manual bailout key, resistance was felt and the jaws were unable to be closed, requiring the trocar incision site to be slightly increased to allow for removal of the titan sgs with the jaws in the open position. The procedure was completed using a different stapler. There was no patient injury or consequence other than extension of the surgical incision.